Event description:
A surgical coordinator reported that a pt had a multifocal intraocular lens (iol) exchanged for a different model lens due to the pt experiencing halos. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaint reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).